Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for lead revision. It was noted that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was doing well and would continue to be monitored.